Manufacturer narrative:
Product complaint (B)(4). Additional information: h6 component code: g07002 - device not returned, d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: a total 2 drains were placed which were an axillary drain and an anterior thoracic drain sample in the total mastectomy and connected. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any intra-operative complications? If so, what were they? Negative pressure was not applied properly. Where was the tip of drainage tube located? Axillary drain, anterior chest drain how was the drain secured? Fixed by silk suture. Who monitored the drainage and how often? Nurse did. Because suction was not performed properly immediately after surgery, the nurse checked the following morning. Was leakage detected? If so, where? No was another product used? No please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure female the diagnosis and indication for the index surgical procedure? Unk were any concomitant procedures performed? No were any adjunct hemostats used? Unk what were the findings during the reoperation? Bleeding and hematoma was formed in violet wound. Will drain be returned? Yes, tracking other relevant patient history/concomitant medications? Unk what is the physician¿s opinion as to the etiology of or contributing factors to this event? It is possible that the silk thread was fixed too tightly, the initial negative pressure was lower than with conventional products, the drain diameter was thin and should have been 15fr instead of 10fr, the drain was too short and did not reach the bleeding point, etc. What is the patient's current status? Recovered surgeon¿s name? (B)(6) product lot number? = drain: unk, reservoir: ju0996 if applicable, will product be returned? If so, please provide the return date and tracking information. =tracking this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total mastectomy, on (B)(6) 2024 and a drain was used. The suction tube was attached to the drainage port of the reservoir and negative pressure was applied, and the suction tube was pulled out and the drainage port was blocked in a state of the negative pressure was applied until the breast was flattened, and also the reservoir lock was released and negative pressure was applied, but not much negative pressure was applied at that time. The patient was moved to the ward for seeing how the patient was doing for a while, when checked the next morning on july 25, it was found that it had not been drained at all, and it was swollen and puffy in the breast by 300 milliliters of drainage fluid. At the same time, the suction tube was attached to the drainage port, so that 300 milliliters of drainage fluid was drained. At that time, it was suctioned a little bit when it was scrubbed the drain and string because it was suspected that the fixed string (silk) was fastened too tight, so the silk was cut and re-fixed it loosely with nylon string. Furthermore, when checked the next morning on july 26, it was found that it was bleeding, the wound had turned purple and it had developed a hematoma, so it was performed the emergency surgery to open the wound, identify the bleeding point, stop the bleeding, clean and remove the hematoma, and also placed a drain of the another company and closed the wound. The patient is female and still in the hospital, but her condition is good, and it is expected that she will be discharged within the originally scheduled period of hospitalization. The product was used on the breast. The operation time was no extension. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product sample received for analysis. Material locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate and its mechanism were in good condition. In addition, plate subassembly needs to be properly closed in order to perform final assembly on finish good. Therefore, is considered this materials factor does not contribute to the reported complaint defect. Man in accordance with instructions for use (IFU) for this medical device, this is a suction reservoir, and it is designed to evacuate potentially detrimental collection of certain fluids from wounds in body cavities though its mechanism of suction. Therefore, in order to have a proper functionally and for the correct activation of this suction reservoir it is necessary that after drain tubing is connected to the port, start the suction by gently bending up the bottom flap, the unit will release, and suction will begin, in addition, an airtight seal between all system components (drain, adapter, and reservoir) is necessary for proper system function. To deviate the given indications is considered an inadequate usage of this suction reservoir. Therefore, it is considered that this man factor could have affected the product integrity and its function. Machine welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. The reservoir was activated while the caps were inserted on the ports expecting that no air will go into the reservoir, then, the bag did not inflate. It means that there is no damage on the film of the reservoir. Therefore, it is considered that machine factor does not contribute to the reported complaint defect. Method reservoir didn't present any damage or tears on the front or the back side. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Therefore, is considered this method factor does not contribute to the reported complaint defect. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not confirmed and it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.